Manufacturer narrative:
No testing could be performed because no sample was provided. Each cuff shall be tested by customer prior use as per instruction for use as10001029-004. Due to the fact that cuff leak was during use it is the most probable that reported failure occurred during or after tracheostomy procedure due to contact with sharp edge which is in conflict with instruction for use as10001029-004, "guard against cuff damage by avoiding contact with sharp edges." However, without the sample returned, the true root cause cannot be determined. A device history review was performed, and no anomalies were identified.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cuff leaked 10 minutes after use and caused aspiration for the patient. The issue was resolved by changing to a new product. There was no patient harm or adverse event reported as a result of the event.